Manufacturer narrative:
Cmp (B)(4) this follow-up report is being submitted to relay additional and corrected information. The following sections were updated. The following sections were corrected. Visual examination of the returned product identified the device had fractured into four pieces. All of the fractured pieces show indentations to the shaft and the medium and large pieces have visible bends. The overall length could not be checked as the device had fractured. The diameter was compared to the print and found within conformance. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the acl reconstruction. Metallic foreign body at the posterior aspect of the knee. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: only one item fractured and contributed to event, however, it is unknown which product information provided from the complainant is the culprit, thus the manufacturing information for both possible lots is provided below. Item#: 110009769 lot#: 184010, manu date: 6/28/2024, exp date: 6/28/2031, UDI: (B)(4). Item#: 110009769 lot#: 0002521141, manu date: 5/10/2023, exp date: 5/10/2033, UDI: (B)(4). G2: foreign: spain. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was introducing the instrument to the handpiece it fractured into five (5) pieces. One piece of the instrument was retained by the patient. There is no scheduled surgery at this time to remove the retained piece.